Event description:
As reported: "during insertion of the guide pin via the ancillary device at the hip, the tip of the pin broke off. The broken fragment remained in the bone, with no possibility of intraoperative extraction. This complication prevented the placement of a cannulated screw at this site. It appears to be subject to significant mechanical stress, causing the pin to deviate from the trajectory outside the nail, despite a satisfactory preliminary test performed outside the patient prior to insertion." Event occured during a t2 recon nail procedure.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during insertion of the guide pin via the ancillary device at the hip, the tip of the pin broke off. The broken fragment remained in the bone, with no possibility of intraoperative extraction. This complication prevented the placement of a cannulated screw at this site. It appears to be subject to significant mechanical stress, causing the pin to deviate from the trajectory outside the nail, despite a satisfactory preliminary test performed outside the patient prior to insertion." Event occured during a t2 recon nail procedure.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.